Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se found that the blood gas analyzer (bga) cable was routed next to the rotating part of the ascites pump and was pressing against it. There were signs of friction and rubbing on the pump and on the part of the bga cable that was next to the pump. This friction would cause the pump to overheat and shut off. Therefore, the se routed the bga cable away from the ascites pump and ran a test perfusion. The ascites pump turned on as requested every time. Subsequently, the device passed all testing.

Event description:
Several hours into the perfusion, the device user reported that the recirculation pump was not working and the perfusate was at the bottom of the liver bowl. They were worried about the empty reservoir. It was confirmed that the recirculation pump was not on. Flows were noted to be stable. Troubleshooting was performed. Afterwards, the recirculating pump turned on and started to pump the perfusate back into the reservoir. It was confirmed that the level of fluid in the bowl was more than enough to trigger the recirculation pump, the liver sensor tubing was wet, the tubing was free of kinks, and the tubing was inserted correctly. The recirculation pump continued to work properly after troubleshooting and the liver was successfully transplanted.